Event description:
The facility reported a fail code 812:02. Information wa snot provided regarding whether or not failure occurred during and infusion. Although baxter attempted to obtain information, details were not available regarding additional contact informaation. The hospital representative did not have information regarding whether there have been any reorts of any patient injury of any patient injury or medical intervention.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.